Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient faced infusion set's cannula crimped event on (B)(6) 2025. The blood glucose level was 156mg/dl and the patient was treated with correction bolus via pump. The event occurred within three or more hours of insertion. The insertion site was upper buttocks. The infusion set was in use for 24 hours. The patient replaced infusion sets and resumed insulin successfully. No further information available.